Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 01249, 0001822565 - 2018 - 01250, 0002648920 - 2018 - 00152, 0002648920 - 2018 - 00153. Concomitant medical products: 00771101100 femoral stem, lot 62053430, 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, lot 62280309, 00625006525 bone scr 6.5x25 self-tap, lot 62332465, 00625006525 bone scr 6.5x25 self-tap, lot 62256249. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient developed an infection one month post left hip revision. Patient presented with fluid accumulation, discomfort, and a fever. The fever was later found to be unrelated to the hip procedure. Patient was prescribed oral antibiotics and later required an IV to receive antibiotics. No further information has been made available at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections were updated: upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. This report should be voided.